Event description:
It was reported that the lead exhibited noise, high thresholds and impedance of 2200 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.